Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. The device remains implanted. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery, a surgeon reported hypotony at one day postoperatively. The condition was treated with oral medication and resolved. The device remains implanted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided that the causality between hypotony and device was denied.